Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant inr results on coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. The customer was tested on an unknown professional meter with a result of 3.7 inr. The customer tested on her inrange meter at the same time with a result of 3.7 inr. Blood was drawn for the laboratory immediately and the result was 2.8 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The test strips were not returned as the customer has discarded them. Since no product was returned the investigation could not be completed. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.